Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. It is unknown if the event occurred with a patient or during training. No adverse patient sequelae was reported. No further information was provided.